Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2008 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to fresenius technical support (ts) that the patient¿s liberty select cycler would not turn on. The reported issue occurred four times. The patient was not connected during the incident. The caregiver said the display was blank. The issue was not caused by a power outage. It was also confirmed that there were no issues with the power outlet. The power cord was reported to be securely plugged in. The caregiver said there was sound when the ok and stop buttons were pressed. The caregiver switched on the cycler, but the ok, stop, and up/down arrow keys would not light up. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The caregiver was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. The caregiver confirmed the patient had manual/continuous ambulatory peritoneal dialysis (capd) supplies, and they were trained to perform pd therapy without the cycler. They said the patient would use capd supplies to complete pd therapy manually. Upon follow up, the patient confirmed that there were no adverse effects experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment on the day of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.